Manufacturer narrative:
B5: upon follow up it was reported that 13 days after the event date, the patient was discharged from the hospital. H4 - the device was manufactured july 29 - 30, 2020. The device was received for evaluation with no fluid in the bladder. Functional flow rate testing was performed by filling the device with dextrose solution and allowing the device to flow. The device¿s flow rate during the functional flow rate test was found to be faster than the product flow rate specification range. The reported condition was verified. The cause of the condition was determined to be fluid flowing around and bypassing the capillary glass. The capillary glass is located inside the flow restrictor housing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an over infusion with a folfusor device which resulted in toxicity. It was reported the infusion was completed in five hours instead of the expected 46 hours. The folfusor is indicated to contain a fill volume of 250 ml and to use dextrose 5% as diluent. However, it was reported that the folfusor was used to administer fluorouracil total fill volume of 230ml and was filled with 100 ml of normal saline. The cause of the over infusion was not reported. It was reported the patient was hospitalized for the event and is receiving supportive care, "antidote and granulocyte-colony stimulating factor" (gcsf). At the time of this report, the patient remains hospitalized and the patient outcome was not reported. No additional information is available.